Event description:
During the percutaneous nephrostomy procedure, the doctor found that the pigtail's suture sleeve and suture strings were leaking bodily fluids. This leakage issue made the doctor very angry because it kept occurring continuously, forcing the doctor to replace the pigtail to solve the problem. Additionally, it caused further harm to the patient. Our customers believe that argon medical does not value this feedback, which is why this poor experience occurs repeatedly every month. The faulty product returned from the hospital included only the pigtail, which was found to be cut into two pieces. A video was provided.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. One opened sample was returned from the customer for review. A visual inspection and testing were performed on the returned product. The device was tested with argon manufactured syringe for leakage and it was observed that there was leakage from the string hole. CAPA ca-00047 has been initiated to address the leakage issue. The CAPA will document the root cause identified and the corrective action that was taken to address the issue.